Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on october 19, 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with mentor smooth round moderate profile 175cc saline prostheses experienced bilateral deflation post procedure. As a result, an explant was performed on (B)(6) 2020. See 1645337-2020-05916 for contralateral prosthesis report.

Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: during the visual evaluation of the device, two missing material areas and two tears were observed. Missing material a measuring approximately 0.1 cm x 0.2 cm within the tear a that measured 1.8 cm, both located on the posterior view. And missing material b measuring approximately 0.2 cm x 0.2 cm within the tear b that measured 2.1 cm, both located on the anterior view. Microscopic examination was performed to both ruptures and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).